Event description:
It was reported that the patient was seen with infection. The patients the underwent full explant. It was also noted that the explanted device was discarded. Device history records were reviewed for the generator. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.